Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 52 year-old patient was implanted on or around (B)(6) 2023 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2025 patient presented for a clinical examination and it was noted that she exhibited painful scarring in the location of biozorb device implant. The scarring was extended more than last time and the area of tenderness (corresponding to the biozorb placement) made difficult the examination of the patient. Patient was interested in the bizorb removal, being aware of the recall of the device, so this was discussed with the medical professional. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.